Manufacturer narrative:
UDI for gore® excluder® trunk-ipsilateral leg component rmt261414: (B)(4). The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2012, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 74 mm in diameter and was therefore treated with gore® excluder® aaa endoprostheses. On (B)(6) 2012, and on (B)(6) 2013, follow-up computed tomography (CT) imaging revealed aneurysm diameters of 68.2 mm and 72 mm, respectively. On (B)(6) 2014, the patient presented as an emergency case with back pain and an ultrasound scan showed an increase of 10 mm and an endoleak. On (B)(6) 2014, the endoleak was embolized.